Manufacturer narrative:
Medtronic rep did say the site has one working tracker for the iso-c's. RMA issued. Device not yet returned to the manufacturer.

Event description:
A medtronic representative reported that one side of the site's iso-c orbic tracker was not being recognized by the camera. The power works to the tracker and one side was easily recognized. The medtronic representative tried restarting the system and re-entering the software without resolution. She believed one panel of led's was possibly not working. There was no pt present.